Manufacturer narrative:
Samples were collected in greiner serum tubes and centrifuged for 10 minutes at 4200 rpm and 25 c. It was noted that sample handling of sample 1/1 was questionable. Qc data has not been supplied to date. A system check performed on (B)(4) 2011 passed within instrument specifications. Service has not been dispatched to date for this event. While an applications specialist did discuss potential sample handling issues with the customer, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated troponin (accutni) result above the acute myocardial infarction (ami) cut-off for one (1) patient that was generated by the unicel dxc 600i access immunoassay system. Repeat analysis of the sample gave a lower result within the normal reference range. The patient was admitted to the ccu for observation based on the erroneous result. Any additional affect(s) to the patient have not been supplied to date.